Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with pump running led on the system controller was confirmed. Initial evaluation of the returned hm2 system controller, serial (B)(6), revealed dim pump running led. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The dim led issue did not affect the controller¿s functionality during the analysis. A root cause of the reported event was not determined through this analysis; however, a corrective action has been initiated to investigate and implement corrective measure associated with dim leds. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for patient with controller with pump running symbol light issue. The log file did not offer any information on the pump running led status. Noted one lcd fault which self-corrected. There were no other unusual events recorded in the log file event history. The patient¿s system controller was exchanged. No further issues reported. No additional information provided.